Event description:
It was reported that the patient developed an infection. As a result, the patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2016. Block d6b: explant date: 2016 additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 19075999. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 19076120. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4).